Manufacturer narrative:
(B)(4)-incomplete. The serial number is currently unavailable. The complaint device was received and evaluated at service center. On inspecting the device, the motor rotation was blocked (rusted motor), fischer cap disconnected and nut tightening motor damaged. The complaint is confirmed. Replaced motor to correct the issue. A possible root cause for the defect could be the rusty motor. This serialized device was manufactured prior to (B)(4), therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, per reference of memo. A review into the depuy synthes mitek complaints system revealed three dissimilar complaint for this device's serial number. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep from our affiliate in (B)(6) that when the shaver was plugged to the pump, an error code "default mode" was shown. It happened during shaver test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.